Event description:
It was reported during bph procedure; the fiber "tip rupture" was observed. The procedure was completed using different device was noted. Patient outcome: "stable" reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
There were two fibers used during this procedure. Both fiber issue noted "head broke during intervention" at 122,317 joules and 12:11 minutes for the first fiber and 171,699 joules and 17:39 minutes for the second fiber. The tip (cap) of both the fibers were cleaned during the procedure the procedure was terminated and completed with an alternate procedure (bipolar - turp). This report is for the second fiber.